Event description:
This rv lead was implanted on (B)(6) 2009 and was capped on (B)(6) 2018 due to impedance, low shock less than 20 ohms. Latitiude detected lowshocking impedances less than 5 ohms. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).